Manufacturer narrative:
13-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating the tampon's opening part was already opened halfway, the string was undone, and the insert area had the cotton pulled out. No injury was reported.

Manufacturer narrative:
15-dec-2020: lot/batch code- 0211243003111326.

Event description:
Consumer sent e-mail stating the tampon's opening part was already opened halfway, the string was undone, and the insert area had the cotton pulled out. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the tampon's opening part was already opened halfway, the string was undone, and the insert area had the cotton pulled out. No injury was reported.